Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at a device check the estimated longevity was 3 months with battery voltage 2.85 v. One week later at another check, the device was interrogated and found to be at end of life (eol) with battery voltage 2.23 v. The patient was noted to be experiencing pacemaker syndrome. The next day at interrogation just prior to device explant, the device was at elective replacement indicator (eri) and voltage had gone back up to 2.81 v. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.